Event description:
The hospital medical engineer (me) reported the unit started up suddenly though they did not turn the power on when a pre-use check outside of clinical use was being performed in the hospital. The unit kept operating when the issue occurred. The issue did not recur after that. There was no patient involvement. There was no report of patient or user harm.

Manufacturer narrative:
Reporting institution phone & reporter phone (B)(6).

Manufacturer narrative:
Reported phenomenon was not duplicated. Software was updated to version 2.10. The customer cancelled the repair, so that the device was returned unrepaired.